Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A theatre manager reported that during a vitrectomy the system lost the intraocular pressure (iop) data on the top of the surgery screen. No error messages were displayed. The patient was on the table and the eye was stable, so the surgeon finished the surgery. No harm to the patient was reported. Additional information has been requested.